Event description:
I had an emergency csection in 2007 and the doctor put these filshie clamps on my tubes, followed by two blood transfusions because so much blood was lost and ever since I've had severe pain in my uterus, lower back, headaches out of this world, sensitive to light probably due to the headaches, hips and legs feel like they're going to give out at any moment. I have had little sex drive since which led to my husband cheating then eventually leaving me and my three children. I never asked for this crap to be put in my body and I'm very angry and depressed because my doctors look at me like I'm crazy when I tell them to investigate this. They say oh the clamps are too small to cause that many problems/pain without them even looking into this matter. I haven't been able to keep a job since 2009. I have three children whom I can't do anything with because I have no income and the pain is intolerable, I have to walk with a cane now at (B)(6) and attend physical therapy 2 times a week only for them to tell me my condition is getting worse and they can no longer help me and that my doctors should do more testing because it seems to be something else they just don't know what. (B)(6) has denied my claim because they don't consider me to be "bad" enough whatever that means. I don't have the money to reverse this, my back is against the wall I don't know what's going to happen but I feel like just ending it all please help me.